Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a connection issue on the minicap. The hp said they were getting ready to connect and her minicap came off. The hp stated that there was no damage to the minicap, that it was a little loose and fell off prior to connecting, but the hp never did connect. The technical service representative advised to follow up with her registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.